Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the bilateral lower abdomen and bilateral flanks using a coolmax applicator, on (B)(6) 2016 to the bilateral mid and bilateral upper abdomen using a coolmax applicator, on (B)(6) 2017 to the bilateral lower abdomen using a coolmax applicator, on (B)(6) 2017 to the bilateral flanks using a coolmax applicator, on (B)(6) 2017 to the lower and mid abdomen using a coolmax applicator, on (B)(6) 2017 to the bilateral flanks using a coolmax applicator and on (B)(6) 2017 to the lower abdomen using a coolmax applicator. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the flanks on (B)(6) 2017 and in the abdomen on (B)(6) 2017. Fatty tissue within the upper, middle and lower abdomen was palpable and firm, but it was not as nodular and firm as in the flanks.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the bilateral lower abdomen and bilateral flanks using a coolmax applicator, on (B)(6) 2016 to the bilateral mid and bilateral upper abdomen using a coolmax applicator, on (B)(6) 2017 to the bilateral lower abdomen using a coolmax applicator, on (B)(6) 2017 to the bilateral flanks using a coolmax applicator, on (B)(6) 2017 to the lower and mid abdomen using a coolmax applicator, on (B)(6) 2017 to the bilateral flanks using a coolmax applicator and on (B)(6) 2017 to the lower abdomen using a coolmax applicator. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the flanks on (B)(6) 2017 and in the abdomen on (B)(6) 2017. Fatty tissue within the upper, middle and lower abdomen was palpable and firm, but it was not as nodular and firm as in the flanks.